Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 61 mg/dl while in the hospital on a liquid diet, suspected reduced carbohydrate intake contributed, treated initially with oral glucose (juice) and then dextrose, and the user was not connected to the ilet at the time. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.